Event description:
Pelvic mass [pelvic mass]. Abdominal pain [abdominal pain]. Case description: spontaneous serious adverse event report was received on (B)(6) 2010 from a health care provider via a company representative regarding a pregnant female pt (otherwise unidentified). On (B)(6) 2010, the pt went to the emergency room with abdominal pain. The pt's urine sample yielded a negative results on the 124 osom combo hcg 25t kit test, and the pt was sent home. On (B)(6) 2010, the pt went back to the emergency room for pelvic mass and abdominal pain. The pt's serum beta quantitative result was 300,966.3 miu/ml, and her serum sample yielded a positive result on the osom combo test. Sometime between (B)(6) 2010, the pt passed a large, 10 to 11 cm mass, compatible with molar pregnancy, through a 2 to 3 cm dilated cervix. The pt's serum beta hcg quantitative result at 4:25 am was 157,988 miu/ml, and at 11:49 am the result was 145,254 miu/ml. On (B)(6) 2010, the pt's serum beta quantitative result was 748,871 miu/ml. No kits or samples were being returned. The lot number was reported to be 101190 and the expiration date was 30-apr-2012.